Event description:
It was reported the patient developed a coagulase-negative staphylococci infection. The patient was treated with antibiotics and the implantable pulse generator system was removed. No further patient complications have been reported as a result of this event.